Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. The device appears to be functioning as designed. All the numbers look good except the high capture.

Event description:
Asku

Event description:
It was reported that, both in unipolar and bipolar, there are high atrial capture thresholds. It was noted that in unipolar, sensing was worse, and that the patient seemed to feel more pocket stimulation. The device was programmed bipolar for sensing and pacing, and the lower rate was decreased to allow more intrinsic conduction. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.